Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a symptomatic pt reported to clinic with a possible allergy to the pulse generator. The pt had clotting and swelling in the veins. An allergy test kit was sent out. The device remained implanted.